Event description:
During a remote follow-up, the app was unable to be paired with the patient's phone and a loss of bluetooth (ble) telemetry was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient was brought into clinic and the device was observed to be in bluetooth (ble) telemetry lockout. The patient was stable.

Manufacturer narrative:
The reported of bluetooth (ble) unavailable was resolved by interrogating the device using a merlin programmer. This is indicative of a ble lockout, which is per device design. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.